Event description:
It was reported that the patient's device was removed, due to the patient experiencing pain and suffering from bronchitis. The device has been returned to the manufacturer for analysis however, the evaluation is not complete at the time of this report. Good faith attempts to obtain additional information regarding the patient's events have been unsuccessful to date.